Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician implanted the lead, but wanted to revise the placement. At that time, there was a high level of tension needed when torquing the lead helix in order for it to retract. The physician then elected to explant the lead and implant a different one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found the distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension/ retraction. If information is provided in the future, a supplemental report will be issued.